Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 466 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as positive results in ketones test and vomiting. Customer was treated with manual injection. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer was already tried everything but still it always showing insulin flow block alarm. Customer did not allege insulin pump was under delivering. Customer performed high pressure test, self test as well as displacement test and all the test were passed. Customer walk through high blood glucose level troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.